Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient developed an infection and skin overgrowth at the implant site that was treated with oral antibiotics (date and duration not reported). Subsequently on (B)(6) 2015 the abutment was removed. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient underwent revision surgery on (B)(6) 2016, excess skin was excised and a longer abutment was placed. This report is filed april 15, 2016. The implanted device remains.